Event description:
This lead was implanted on (B)(6) 2007 and will be explanted due to a fracture on approximately (B)(6) 2011. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).